Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 170 h dialyzer. During treatment the patient presented with malaise with hypotension, bradycardia and sweating 25 minutes after treatment started. The treatment had previously been interrupted due to an increase of the venous pressure in the jugular. The treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient. Reportedly, the patient had a reaction three days earlier with a competitor's dialyzer.